Event description:
Follow-up information indicated the patient's implantable neurostimulator (ins) site was revised on (B)(6) 2017 and the issue is reportedly resolved.

Event description:
The patient reported she experiencing pain around the implantable neurostimulator (ins) site and that the ins is causing pain down her leg. Patient's physician plans to revise the site at a later date.